Event description:
The pt underwent proximal femur replacement in 2004. The pt developed a problem walking. About two months later the surgeon recognized disassociation of the centrax and universal head. The next day the surgeon performed revision surgery.